Manufacturer narrative:
The reported event was duplicated upon functional inspection of the returned unit. The device was not able to maintain pressure. Visual inspection disclosed there was a rupture/tearing in the unit, which was causing the air/pressure leakage.

Event description:
The user facility reported that the device would not hold pressure when inflated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device would not hold pressure when inflated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.